Event description:
It was reported the patient presented for an in clinic follow up. Upon interrogation, it was observed the leadless pacemaker exhibited intermittently missing pacing markers on the electrocardiogram. Proper pacing was seen on a separate monitor. No intervention was completed. The patient was stable and will continue to be monitored.